Manufacturer narrative:
Device evaluation: the pump was returned to animas and evaluated by product analysis on (B)(4) 2013: the contrast button was intermittently responsive. The keypad was intact and when removed for investigation, contamination was found under all contacts. Unrelated to the complaint, the display was dim/fading. When replaced with a test screen, the display functioned properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.(B)(6).